Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that there was an alarm 22 despite that there was nothing pressing on the wake button. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. The customer's blood glucose level was 191 mg/dl.